Event description:
A nurse instructing a new user on filling an I-stat g cartridge. The cartridge was filled, the snap closure shut and the cartridge inserted into an I-stat model 200 portable clinical analyzer. The analyzer started to cycle, when the cartridge opened and released a small amount of blood.